Manufacturer narrative:
Medical safety/clinical reviewed the event. The patient acute myocardial infarction/cardiogenic shock (scai stage c). The patient supported by impella 5.5 since (B)(6) 2025 and was in stable condition. Approximately 9 days after start of support, the patient went into cardiac arrest while cardiac rhythm was paced by an internal defibrillator, and suction alarms occurred while on impella support. The patient expired three days later (based on event and explant dates) on the same device. It does not appear the impella device was exchanged. Per the reported information no reason for the patient's unexpected expiration on support was discovered by the medical team. Initially, the team suspected events like a massive pulmonary embolism, stroke or coronary thrombosis. Per the report the medical team does not think the impella is involved with the "poor" outcomes. Based on the clinical information and physician's comment there is not enough information at hand to determine direct association between the device and the patient's demise. Note: h6 adverse event/investigation coding remains unchanged.

Manufacturer narrative:
The returned product was investigated. Biomaterial was found in the purge gap and around the impeller blades. The pump initially produced suction alarms and motor current high pump stop, after which the biomaterial was flushed out. After the biomaterial was removed, the pump ran without any issues and performed per specification. Data logs were not returned for analysis, so suction alarms could not be confirmed. The root cause of the pump suction was not determined due to unreturned data logs and inconclusive evidence based on returned product evaluation and provided clinical details. The cause of the cardiac arrest was not determined due to insufficient clinical details. The device passed all post-sterile inspection checks.

Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced cardiac arrest and suction alarms. Later, the patient expired.